Event description:
The customer alleged they received a questionable cardiac m myoglobin result for one patient on their cardiac reader. The customer would not provide the specific date of this event. The patient's initial result was 582 ng/ml. The sample was repeated on an abbott architect analyzer and the result was 12000 ng/ml. It was unknown if either result was reported outside the laboratory. No adverse events have been reported. The cardiac m reagent lot number and expiration date were not provided. The test strip number, the test strips, and the meter were not available for evaluation. No further investigation was possible. No root cause could be determined.

Manufacturer narrative:
This event occured in (B)(6).